Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing; the device was post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were discussed and no intervention was performed.